Event description:
Pt was revised due to subsidence.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.